Manufacturer narrative:
It was reported that there is fabric around the eye shield, and even though everything is pre-rinsed the fibers still show up. The facility has to open new syringes to prevent fibers from getting in the patients eyes. Particulate was in the eye and removed with tying forceps. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was not returned to the manufacturer for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that there is fabric around the eye shield, and even though everything is pre-rinsed the fibers still show up. The facility has to open new syringes to prevent fibers from getting in the patients eyes. Particulate was in the eye and removed with tying forceps.